Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, their receiver shut down when they went to check their reading, and then prompted for the date and time to be entered. No additional event or patient information is available.